Event description:
It was reported that customer experienced repeated minimum fill notifications and was unable to successfully load cartridge onto pump despite attempting to reload same cartridge and following guidance while pump remained in case. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, confirmed insulin amounts in cartridge. Under guidance from technical support, filled and loaded new cartridge using proper technique, which resolved issue and allowed customer to resume insulin delivery.